Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with pillowing keypad overlay, minor scratches on case, cracked case and cracked case-corner of belt clip rails. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had damage at retainer ring. Blood glucose reading was 500 mg/dl. It was also stated that the reservoir was able to lock in its place. The insulin pump will be returned for analysis.